Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 600 mg/dl. The customer was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2022 with issue resolved. Systems check with tandem technical support confirmed pump was functioning as intended. Reportedly, the customer was using the same cartridge for over 3 days with novolog insulin, which is considered off label use per the tandem user guide.